Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual inspection of the returned device revealed the device was returned in two sections. Additionally, the suture and the key were detached and were not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that during a percutaneous nephrostomy procedure, the catheter could not be advanced. The flexima nephrostomy catheter was introduced but could not be advanced through the very tortuous vessel. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, device analysis revealed the device was broken and the suture detached.